Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301940 lot 1803215 to investigate for this record. After the evaluation of the returned picture, bd identified the yellowed part of the blister as burnt film, produced during sealing process. As a result, bd was able to verify the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister get burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film do not affect the sealing properties of the primary packaging of the product. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd syringe¿ w/ needle packaged was discolored. This occurred on 100 occasions before use. The following information was provided by the initial reporter: the single unit package turned into yellow.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ w/ needle packaged was discolored. This occurred on 100 occasions before use. The following information was provided by the initial reporter: the single unit package turned into yellow.